Event description:
Customer reports via (B)(4) that the luxtec headlight box # (B)(4) light turned on and ready for insertion of light cord when a burning smell was noticed. Smoke was seen coming from turret hole. The box was immediately turned off and unplugged. The box was removed from the area and sent to clinical engineering. On (B)(6) 2015 the customer reports "the bulb on the unit was replaced and it is now functioning properly so no need to return." Customer encouraged to return device for investigation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.